Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter (onetouch verioiq) read inaccurately high compared to another device (unknown device). The reporter did not specify the results obtained on either device or the time difference between the tests, but stated that the subject meter was reading "five to ten points higher" than the other device. This complaint is being reported because the reported issue was not resolved with troubleshooting.